Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported the patient had been in for yearly routine follow-up appointments. Five years post index procedure the patient was in for their yearly follow up and the ultrasound found that there was sac enlargement from 5.3 cm to 7.8 cm in diameter. The following month the patient had a CT angiogram that showed a clear leak of contrast into the aneurysm sac. The next month the patient had a catheter angiogram that showed a clear leak of contrast into the aneurysm sac. Contrast was injected into the body of the graft and it appears that there is a defect in the fabric above the flow divider. A CT angiogram was done showing an endoleak. The patient was treated a couple weeks later. The procedure went well. The patient will be monitored by the physician. No additional clinical sequelae were reported and the patient is fine. A review of returned films at implant revealed that the main device was brought up the left side. The ipsi limb was placed into the left common iliac and the contra limb into the right common iliac. The neck and aortic body were essentially straight, and the distal end of the limbs were each slightly flared out laterally. No endoleak or other stent graft issues were observed. Cta's 5 years post-implant revealed that the bifurcate was positioned just below the renal arteries. The proximal stent graft od is 29mm, and there is approximately 1cm of proximal seal length. Contrast is seen near the top of the aaa sac, near the right/contra side of the stent graft. The endoleak type cannot be determined; this may be either a proximal type I, a type ii from visible posterior lumbars, or a type iii fabric endoleak. The max diameter aaa is 8.4cm. Angiogram images showed contrast in the aaa sac. The type of endoleak could not be determined; however, catheter interrogation of the endoleak shows a possible type iii fabric endoleak coming from the right side of the aortic body, just above the flow divider. The cause of the endoleak is uncertain. No stent graft issues are observed. The stent graft aortic body appears essentially straight with no stent overlap seen in this location, and little calcification is observed.

Manufacturer narrative:
(B)(4).